Manufacturer narrative:
The customer support engineer (cse) inspected the device. During testing the device displayed codes kp0009 (rolling thunder test) and dt0002 (bus error / access fault), verifying the customer reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba) and the device was tested per specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA indicating that the device went into an inoperative condition. The info received stated the event did not occur during pt use. Through requested, no add'l info has been received at this time.